Event description:
It was reported that the recharger antenna cord is worn out and wires are coming out of the paddle for months. Patient stated they are not able to charge the implanted neurostimulator properly. A request was sent to the repair department to replace the recharger device.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: 28-jul-2021, UDI#: analysis of 97755 (B)(6) found cable insulation is torn at donut end, got hot after running it at donut end. The number high (00), the number low (00), failed all bench tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.